Manufacturer narrative:
The reported events of inability to interrogate, no low voltage output were confirmed. As received, the device had no telemetry communication and no output. Visual inspection of the header attachment area detected a bonding anomaly. A device hermeticity breach was observed, consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to the internal electronics. The device was cut open to enable further testing and battery was found depleted. Hybrid circuitry was tested, resulting in high current drain, consistent with moisture damage, depleting the battery and resulting in the reported events. A manufacturing anomaly may have occurred, which resulted in the header bonding anomaly. The device is included in the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021.

Event description:
It was reported that the patient received radiation therapy for an unrelated issue and after (B)(6) 2021, the patient did not feel well. The patient presented in clinic for routine follow up and the pulse generator was unable to be interrogated. It was suspected that the device malfunctioned due to the radiation treatment. The patient presented on (B)(6) 2021 for procedure and the device still unable to be interrogated. No pacing from the device was noted on the electrocardiogram. The device began to exhibit pacing during the procedure. The device was explanted and replaced. The device was able to be interrogated post explant. The patient was discharged post procedure.